Manufacturer narrative:
Device serial number requested but not provided. Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via the log file review. The system controller event log file spanned approximately 18 days (25dec2022 to 12jan2023 per the timestamp). A no external power alarm activated on 10jan2023 at 08:41 due to rsoc and bus voltage diminishing to ~0v from the loss of ac power while the device was connected to mobile power unit (mpu). The backup battery was able to provide power to the pump without any issue. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The mobile power unit was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The device history record cannot be reviewed as the serial/lot number of the device was not available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced no external power and low voltage alarms. The patient stated that they did not know what happened. The log files confirmed the low voltage hazard/no external power events on the mobile power unit (mpu) on (B)(6) 2023 at 08:41. It appeared that the mpu lost total power enabling the backup battery in the controller until the power was restored to the mpu. The event lasted around seven seconds. Aside from this event the device appeared to operate as intended.